Event description:
It was reported that during a lap cholecystectomy, the device was ejecting clips when firing the device. They used another like device to complete with no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.